Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified right common carotid artery lesion, the rx acculink was positioned at the target lesion and during stent deployment the slider handle stuck. Additional force was used on the handle and the stent jumped during deployment and was deployed in the right internal carotid artery missing the target lesion and landed with the proximal edge of the stent in the middle of the lesion. A second rx acculink was used and the handle also stuck but the stent was deployed in the right common carotid and the right internal carotid artery covering the lesion completely. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure due to the device issue. The patient left the angio suite in stable condition. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did not confirm the reported deployment difficulty. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. It should be noted that the rx acculink instruction for use states: if significant resistance is encountered during handle-pullback before the stent is deployed, re-lock the handle and remove the system. Based on the available information reviewed, investigation, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4) - excessive force.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.